Manufacturer narrative:
Catheter model 8709, lot# j10929r60, implanted: 2001 (B)(6), explanted: unk.

Event description:
The patient was repeating words, singing instead of talking and eventually hallucinating. The pump was replaced due to battery failure/eol. The drug being administered via the pump was baclofen.